Event description:
It was reported that the leadless pacemaker dislodged post-implant procedure confirmed via chest x-ray imaging. The device had migrated into the left common iliac vein. The device was explanted and replaced with a transvenous pacemaker system. The patient was stable.